Manufacturer narrative:
(B)(4). Evaluation: results: (stent profile became distorted in a complex lesion, lesion was a chronic total occlusion (cto)). Conclusion: (stent profile became distorted in a complex lesion, lesion was a chronic total occlusion (cto)).

Event description:
The physician deployed 2.75 mm diameter x 30mm length integrity rapid exchange (rx) bare metal stent to treat a cto (chronic total occlusion) lesion. Prior to the stent deployment, the lesion was pre-dilated and 30% stenosis remained. The physician also deployed another integrity stent proximally to the initial stent. It was reported that when the physician was examining the ivus images, he noticed a filling defect in the proximal segment of the distal integrity stent, which the physician believed to be a stent fracture and/or malposition of the stent. Another bare metal stent was implanted to treat the reported stent fracture. No additional clinical sequelae were reported.